Event description:
Epidural catheter placed pre-op in or for post-op pain control. When test dose done, pt reported face numbness and throat closing. Gen anesthesia and intubation initiated. No further problems. Catheter was removed, pca utilized for post-op pain control.